Event description:
The complainant alleges the aa01x was able to be activated while the cap was engaged; "replaced cap as one is supposed to do but wasn't aware that it can easily press the operating button down and keep the bovie on and hot. Noted by nurse several minutes later as it was starting to melt on the tray."

Manufacturer narrative:
The complaint was able to be confirmed based on information from the end user. Customer stated that when the cover cap was re-applied after use, the switch was pushed under the locking mechanism of the cover cap - hence leaving the button pressed down and activated. (Switch should be above locking mechanism of cautery to prevent inadvertent activations). Root cause is determined to be an isolated case of user error. Per the IFU - customer should be removing the tip prior to putting the cover cap back on - which in turn breaks the circuit and prevent further activations. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.